Event description:
It was reported that when trailing with a size 4, 11 mm ps poly, the piece cracked.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned.